Event description:
It was reported that the patient fractured their shoulder on the same side as the implant. Afterwards, the lead showed varying and diminishing r-waves. Slightly increased threshold was noted. A micro dislodgement was suspected, but a chest x-ray showed no indication of such. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.